Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: this instrument was going to be used for tep. When he inflated the access balloon on the trocar, the balloon was torn. He said there was no action that hurt the balloon.

Manufacturer narrative:
(B)(4).